Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed the reported problem. Functional testing was able to duplicate the reported problem. It was determined that the faulty downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not attached properly, reattach cassette" error message, no matter if there is a cassette in it or not. Tried on multiple cassettes and it doesn't change. There was no patient involvement.